Event description:
A caller reported an issue with the incorrect time and date on their pump. Although the discrepancy in displayed and actual time was greater than 5 minutes, there was no adverse impact to the customer's blood glucose level, as the previous settings did not result in extreme blood glucose readings. The customer received assistance from technical support to update the pump time and date, was advised to monitor any future discrepancies, and understood that an incorrect date does not affect insulin delivery but can affect uploads and reports.